Event description:
Pt had strata device placed. Two days later pt had an MRI of abdomen. Device not checked after MRI. Eleven days later, pt had left sided weakness, left lower leg swelling, difficulty finding words and unsteadiness in walking. Neurologist ordered CT scan that showed enlarged ventricles and radiologist recommend check strata at this time. Device (strata) found to be turned off = attributed to MRI scan done. Device turned back on. Left side weakness. Pt fell due to left sided weakness and fractured her pelvis. Her hosp stay was prolonged and slow rehab. Rptr feels some type of warning should be put in pt's chart. Rptr doesn't know if label has warning info on it. Info is in technical bulletin, but some one has to read it. This could have caused permanent damage. You should advise hosp to report these types of incidents in the future.